Manufacturer narrative:
Pump passed displacement test, rewind test and self test. No unexpected pump error 2, pump error 5, pump error 8, pump error 53 alarm or rewind anomaly noted during testing. However, pump error 53 alarm found in pump history, unable to determine the root cause, problem isolated to electronic assembly. Pump was received with scratched case and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed pump error. The customer's blood glucose was unknown at the time of incident. Troubleshooting was performed. Self test passed. The insulin pump was returned for analysis.